Manufacturer narrative:
Attempts to create noise in clinic were unsuccessful. Threshold and sensing measurements were acceptable. The system was reprogrammed to bipolar and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low out of range pacing impedance measurements and switched from bipolar to unipolar. Oversensing was observed, but occurred after the switch to unipolar. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.